Event description:
The customer reported a blank display, weak battery, and failed battery test alarms. Troubleshooting was performed, but the display continued to go blank intermittently. Advised that the insulin pump would be replaced. Nothing further was reported.

Manufacturer narrative:
The insulin pump's currents were within spec. No unexpected failed battery test or weak battery test alarms were noted. The insulin pump had a scratched liquid display window. The insulin pump had a blank display due to a component puncturing through the isolating tape and making contact to the positive side of the battery tube.